Event description:
The customer reported via phone call that she is in the hospital for diabetic ketoacidosis. Customer stated that the endocrinologist says the pump malfunctioned. Customer's blood glucose was 221 mg/dl at the time of the incident. Customer did not treat because she was too out of it. Customer was dehydrated and almost close to being put on life support. Customer was hospitalized on (B)(6) 2015 with a blood glucose of 936 mg/dl. Customer had a stomach bug and vomiting violently. Customer was not wearing the pump at the time of the hospitalization. Customer removed the pump when she arrived at the hospital. Customer is currently receiving injections and is still in the hospital.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.